Manufacturer narrative:
Sample collection device and centrifugation information have not been supplied to date. Qc, system check, and service information have not been supplied to date for this event. A definitive root cause for this event has not been determined to date. This event is related to the event reported in MDR #2122870-2011-06322.

Event description:
The customer contacted beckman coulter inc. (Bec) to report obtaining two erroneously elevated troponin I (accutni) results, one above the ami cutoff and the other in risk stratification range, from unicel dxi 800 access immunoassay system for two patients. The erroneous results were not reported out of the laboratory. Repeat testing produced a lower result within the normal reference range for one patient, but re-produced an elevated result, discordant to an alternate method, for the other patient. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.